Manufacturer narrative:
Conclusion: aortic neck angulation was 65 degrees.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that neck angulation was a contributed factor that caused the type I endoleak. Neck angulation was about 65 degrees.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a fusiform abdominal aortic aneurysm. It was reported that the delivery system for main body had difficulty in removal. The suprarenal stent of main body and spindle of delivery system interfered with each other. The delivery system was attempted to be removed moving up and down after it was rotated counterclockwise; though it was attempted about 10 times, it could not be removed. A balloon was delivered from contra side to proximal neck, and the dilated balloon changed the blood course and removed the delivery system from the catch. After that, the delivery system was smoothly removed. Final angiography confirmed a type ia endoleak, an aortic cuff was added for the treatment. The delivery system for the aortic cuff also had difficulty in removal as with the main body delivery system. Then the blood course was changed by the balloon to avoid the catch, and the delivery system was removed. Since the type ia endoleak remained, touch-up was carried out for the proximal side with another manufacturer¿s balloon. The balloon was delivered to the site that could cover the suprarenal stent of main body, and then hard ballooning was carried out 5 or 6 times. Post operatively another angiography was carried out and the type ia endoelak was confirmed, but the procedure was completed. After evar, onset of type a retrograde dissection (from renal artery to 3 branched blood vessels which almost reached coronary) was confirmed that evening. There is no additional intervention planned. The patient is stable. No additional clinical sequelae were reported. The physician commented that the false lumen has already thrombosed and the patient will be discharged in a short time. Regarding the cause of onset of type a retrograde dissection, the physician had an opinion that the tortuosity and the vessel site would have had excessive stress by the bare stent site. The physician, who had checked evar from the operating room, had an opinion that excessive touch-up ballooning might have been the cause on the premise that he would not like to state it openly. The physician had an opinion that the blood vessel might have been damaged because the delivery system for main body had been attempted to be removed moving up and down to avoid the catch as the delivery system had had difficulty in removal.